Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipack¿ 10ml syringe package contained foreign matter. No report of serious injury or medical intervention. It was reported with the use of the bd plastipack¿ syringe there was an issue with foreign matter. It was stated ¿inside the package was identified a product with a uncommon aspect.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: DHR, quality notification and maintenance analysis reviews were performed, and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe foreign matter ¿ cutting scrap. This is an individual occurrence, related to the lateral cutting scrap of the equipment caused by equipment failure. The web fixing system was not open correctly to scrap removal. The operators will be notified of this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that a bd plastipack¿ 10ml syringe package contained foreign matter. No report of serious injury or medical intervention. It was reported with the use of the bd plastipack¿ syringe there was an issue with foreign matter. It was stated ¿inside the package was identified a product with a uncommon aspect.¿ there was no report of injury or further medical intervention.